Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: n/a. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a hispanic female patient who underwent a primary breast augmentation procedure with mentor memorygel breast implant 450cc gel breast prostheses developed pain and discomfort in both of her breasts. Additionally, it was reported that both of the patient¿s breast prostheses have bottomed out and that when the patient lies down, her breasts are in different directions. At the time of this report, mentor has received no information regarding explantation or an expected explantation date. This medwatch report is for the patient¿s right breast prosthesis.

Manufacturer narrative:
On 18-mar-2024, mentor received additional information about the event: the patient was diagnosed with right breast baker grade IV capsular contracture. The patient was scheduled to undergo bilateral explantation on (B)(6) 2024. Reason for device explant and/or reoperation: bilateral breast pain, bilateral bottoming out of breast prostheses, right breast capsular contracture. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On 28-mar-2024, mentor received additional information about the event. The patient¿s explanted breast prostheses were replaced with a mentor memorygel breast implant 550cc gel breast prosthesis and a mentor memorygel breast implant 600cc gel breast prosthesis. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On 15-apr-2024, the mentor failure analysis lab received the device for evaluation. On 17-apr-2024, mentor completed the investigation on the suspect medical device. Device evaluation summary: according to the information received, the patient¿s implants bottomed out. In addition, the patient developed capsular contracture. The product was returned to mentor for evaluation. Mentor conducted a visual inspection and microscopic examination of the returned device. Visual analysis of the returned sample determined that the breast implant was found to have a tear on the anterior view, measuring approximately 2.4 cm. Microscopic examination was performed on the edges of the rupture found, and parallel striations were found in an area of the tear, measuring approximately 0.1 cm. Parallel striations are consistent with markings made by a sharp object perforating the implant shell. The cause of the rupture in the remaining area of the tear could not be identified. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Implant displacement/migration may occur from improper implant sizing and/or placement, i.e., when the implant is too large or the pocket too small or when there has been inadequate preoperative assessment of stresses causing movement of the prosthesis. Mentor concluded that the capsular contracture in the patient¿s breast was the result of the body¿s individual physiological response to the implantation of a foreign object in soft tissue. Capsular contracture is a known complication associated with these devices and is referenced in our current product insert data sheet. The american society of plastic surgeons recommends and encourages member surgeons to always submit breast implants, capsule, and effusion to pathology for examination. As part of mentor¿s quality process, all devices are manufactured, inspected, and released to approved specifications. No corrective and preventive action (CAPA) is required now. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post-market surveillance. Manufacturer¿s reference number: (B)(4).